Event description:
It was reported that an autopulse nimh battery experienced low run times. Second battery (s/n (B)(4)) is addressed under (B)(4), MFR # 3003793491-2013-00583. Additional information was received whereby customer indicated that the unit just shut off. The battery ran for approximately 2 minutes. This incident occurred while attempting to resuscitate the patient. Manual CPR was initiated until rosc (return of spontaneous circulation) was achieved. The patient died later that day. No further details were provided.

Manufacturer narrative:
The nimh battery has not yet returned to zoll circulation for investigation. A supplemental report will be submitted if the device is returned and the investigation is completed.